Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the impedances were out of range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and postlaminectomy pain relief. It was reported that high impedance values were identified using weekly impedance report. Device interrogation with the same date as study screening visit on (B)(6) 2018 showed impedance was greater than 20,000 when amplitude was 1.5 and impedance was greater than 10,000 when amplitude was 0.7. Device interrogation with the same date as baseline visit on (B)(6) 2018 showed impedance was greater than 10,000 when amplitude was 0.7. The patient exited from the study on (B)(6) 2018 as they were a screen failure for the study. The outcome of impedance values was unknown. The cause and actions taken were unknown. No patient symptoms reported. No further complications were reported as a result of this event.